Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 500-600 and diabetic ketoacidosis (dka). The customer received intravenous fluids from the health clinic. The customer left the health clinic on (B)(6) 2017. Reportedly, the suspected cause of the elevated bg level was unknown. Although requested, the contact declined to perform troubleshooting for the reported event.